Event description:
It was reported by service report that the ground path was compromised when the bed was plugged in.

Manufacturer narrative:
(B)(4): once the product has been evaluated a supplemental report will be filed, if appropriate.